Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type catheter; ubd: 27-apr-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via the manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of gablofen at 95 mcg/day via an implantable pump for intractable spasticity. It was reported the patient presented to the emergency department with a return of spasticity. Imaging was performed to confirm that the catheter was no longer in the intrathecal space. The event date was provided as (B)(6) 2018. Surgical intervention occurred on (B)(6) 2018. It was discovered that the catheter had pulled out of the intrathecal space and was found coiled in the lumbar incision pocket. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The catheter was explanted and replaced with a new catheter during the revision on (B)(6) 2018. The explanted catheter was discarded by the healthcare provider. Therefore, the catheter would not be returned for analysis. It was reported the issue was resolved at the time of the report. The patient¿s status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were not available.